Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue could not be confirmed because it could not be replicated. They changed the network cable as a per caution. They verified that the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site had issue connecting the navigation system. No patient was present at the time of the event.